Event description:
It was reported that a pt sustained two small depressed marks to the right side of the nose after telangiectasias treatment with a lumenis one nd: yag laser.

Manufacturer narrative:
An evaluation of the reported treatment settings and case detail by a lumenis medical specialist concluded the probable root cause of the reported event to be post treatment sun exposure in contradiction to product labeling. An on-site examination of the subject device by a lumenis technical expert concluded that the subject device performed within expected performance specifications. No related device malfunction was reported or observed during the service investigation.